Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device was explanted and replaced due to premature eri. Premature battery depletion is suspected. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. The device's battery voltage has since stabilized and is currently displaying the correct battery longevity. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the longevity estimation discrepancies is believed to have been caused by a programmer software anomaly.